Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Additional information: cartridge ecr60g, l51l2t was received with the right side fully fired, left side outer row fully fired and the left two inner rows partially fired 1/2. In addition the cartridge body was noted to be damaged. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. No functional test could be performed due to the condition of the reload. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a sleeve gastrectomy procedure on the fourth firing with the green cartridge, the outside staple lines formed and the two inside staple lines did not form. Buttressing material, gore seam guard, was used during the firing. Also, the surgeon stated that when he was firing the device the device was jumping. The surgeon over sewed the staple line and reload the device used to complete the procedure. There was no patient consequence. The device was discarded. Three green and three black cartridges to be returned for analysis.